Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant of the cardiac resynchronization therapy defibrillator (crt-d) system the presented to the emergency department. The patient was reported to have had a small pericardial effusion prior to implant but no intervention was conducted during the implant procedure. The right atrial (ra) lead thresholds were slightly higher than at implant however all other lead values were stable. The patient was noted to be "not in good shape" and the physician decided to drain the effusion. The patient condition did not improve even after fluid removed and the patient passed away.